Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-04742 / 04743).

Event description:
It was reported that patient underwent left hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2011 due to unknown reasons. The head and liner were removed and replaced with a head, liner and cup. Patient underwent an additional revision procedure on (B)(6) 2015 due to a fractured liner. The liner, modular head, and taper adapter were removed and replaced. No further information has been provided.